Event description:
A surgeon reported that following an intraocular lens (iol) implant procedure, the patient experienced poor vision and the clinical reason to explant the iol due to reduced bcva (best corrected visual acuity) halos. The iol was exchanged for another iol 10 months following the initial implant procedure. Additional information was received stating the patient was not hospitalized for the event and there was no patient harm. Visual acuity was ever better than 20/50. As per the surgeon opinion most likely keratoconus caused the visual distortion.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).